Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in the patient. There was no evidence that the driveline associated with (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction and for the revised codes and investigation summary. Corrected: b1 adverse event or product revised product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed damage to the outer sheath and damage to a previous sheath repair. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the outer sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the damage to a prior repair may be attributed to factors such as normal wear over time and improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the previous repair had worn out. The old tape was removed and revealed two cracks approximately 15-20cm from the strain relief. The patient was admitted and a dl sheath repair was performed.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device (vad), driveline (dl) cable sheath damage was observed. Servicing was scheduled. The dl remains in use. No patient complications have been reported as a result of this event.